Event description:
Per the report received from slovakia, edwards received notification of a combined mitral and tricuspid pascal precision ace procedure. Two pascal ace devices were implanted in the tricuspid position. The patient had widely separated chordal distribution and a pacemaker. The coaptation gap in the tricuspid valve was 12 mm. The patient had a pacing lead in situ, which made leaflet grasping difficult and was pulled back using a sheath. The first pascal ace device was implanted in the a2-s position with a 2-8 clocking orientation, reducing the tr to severe (3+). A second pascal ace device was implanted in the a2-s position with a 2-8 orientation, and the tr remained severe (3+). When the second device was released, both leaflets were secured with a capture of more than 8 mm. Upon releasing the pacing lead, the lead was hypermobile and sprung into the second device with a large kinetic force, knocking the implant and causing the lateral leaflet to slip out. The tr increased to massive (4+). One week after the tricuspid intervention, an attempt was made to implant a pascal ace device adjacent to the slda device. The reintervention was aborted as it was unsuccessful. The patient is in progressive heart failure and is awaiting a heart transplant.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.